Manufacturer narrative:
The device will not be returned for evaluation as it was discarded by the customer. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during treatment of an aneurysm in the left internal carotid artery, the middle segment of the pipeline "twisted" and would not open. It was reported that the pipeline twisted during deployment and attempts were made to load and unload the catheter several times to remove the twist. The device was recaptured twice partially and one full with no resolution to the twist. The device was removed from the patient and a new pipeline was deployed successfully. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.